Event description:
On 20-apr-2026, this report was received regarding an 81-year-old female patient in association with epiceram. On 23-apr-2026, additional information was received. On (B)(6) 2026, the consumer started applying epiceram topically to the face and body once daily for an unspecified indication. On an unspecified date after using the product, the patient noticed it had a grainy texture. Not long after applying the product, the patient experienced dermatitis on their whole body. The patient's underlying condition was noted to be aggravated. On (B)(6) 2026, the doctor's office confirmed the patient was hospitalized due to the dermatitis. No additional information was provided.

Manufacturer narrative:
An 81-year-old female patient reportedly used epiceram for unknown indication. Medical history and concomitant medications were not provided. The reporter described the product as having a "grainy texture." This observation is unverified as the product sample was not available for evaluation. Following use, the patient developed dermatitis at the application site. The condition subsequently progressed and became generalized, involving multiple areas of the body. The patient required hospitalization for medical management of the reaction. No further clinical or product details are available, as the patient declined contact and did not provide additional information. As a result, key information including lot number, expiration date, dosage details, duration of use, and product sample are not available for evaluation. The device was not returned for assessment, and no physical sample was provided to the manufacturer. Due to the lack of returned product and limited information, a product evaluation could not be performed.